Event description:
Endo stitch suturing device was used on the patient, once inserted and attempted to use, it was noted that it would either get stuck open or stuck closed. Item was removed and replaced with new device. No harm to patient. Rep was notified and the device was held for the rep to pick up on 6/3/24. Lot: j4a2848 exp. 12/31/28.